Event description:
Twelve days following successful impella 5.5 explant, the patient experienced clinical deterioration requiring re-initiation of high-dose vasopressor therapy and re-intubation for respiratory failure. The patient's course was further complicated by severe metabolic acidosis, which progressed to pulseless electrical activity (pea) cardiac arrest requiring multiple rounds of cardiopulmonary resuscitation. Despite resuscitative efforts, the patient developed cardiac standstill confirmed by ultrasound and was pronounced deceased. The death is conservatively being reported on the impella 5.5 due to the inability to conclusively dissociate the product from the patient outcome. However, given that the patient survived more than 12 days following successful impella 5.5 explant and subsequently developed recurrent cardiopulmonary decompensation, severe metabolic acidosis, and cardiac arrest, the death is more likely attributable to the patient's profound underlying critical illness and progression of multisystem organ dysfunction rather than impella 5.5 performance.

Manufacturer narrative:
Additional information received that was inadvertatnly omitted from the initial report, the following fields were updated based on the updated information. B1, b2, b5, h1, and h6 health effect - clinical codes and h6 health effect - impact codes.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was initially inserted for left ventricular unloading in conjunction with veno-arterial extracorporeal membrane oxygenation (va-ECMO) in a 64-year-old male with acute myocardial infarction complicated by cardiogenic shock. After 5 days of support, therapy was escalated to impella 5.5 via right subclavian/axillary artery access with successful va-ECMO decannulation. Following impella 5.5 implantation and ECMO removal, a new tricuspid valve/right ventricular thrombus was identified on intraoperative transesophageal echocardiography. The patient remained on impella 5.5 support with flows generally ranging from 3.8 to 4.5 l/min, as intended. Early in the course, intermittent suction events were reported and resolved with intravenous fluid administration, consistent with hypovolemia. Subsequent hospitalization was complicated by progressive abdominal distention and bowel ischemia with perforation requiring exploratory laparotomy, bowel resection, and ileostomy creation. The development of bowel ischemia occurred in the setting of documented right-sided cardiac thrombus formation and prior va-ECMO therapy. The patient also experienced episodes of bradycardia requiring escalation of vasopressor support. These episodes occurred during a period of severe multisystem illness, including recurrent bowel ischemia, mechanical ventilation, and multiple surgical interventions, and are most consistent with progression of the patient's underlying critical condition and organ dysfunction. During support, elevated plasma-free hemoglobin prompted serial echocardiographic assessments and device repositioning. Hemolysis improved following optimization of device position, with plasma-free hemoglobin decreasing to less than 30 mg/dl. Renal function remained preserved with urine output consistently greater than 30 ml/hour. Neurologic recovery improved following extubation, and the patient ultimately followed commands and participated in physical therapy. Despite recurrent bowel ischemia and discussions regarding hospice care, the patient demonstrated gradual clinical improvement. Impella support was progressively weaned using serial echocardiographic monitoring and ramp studies. After more than 30 days of impella 5.5 support, exceeding the recommended duration of use, the device was successfully explanted. The patient survived to explant. The intermittent suction and hemolysis events are most likely associated with hypovolemia and device positioning, as evidenced by resolution following intravenous fluid administration and repositioning improving the reported hemolysis. The reported decrease in hemoglobin and hematocrit requiring blood transfusion is most consistent with blood loss and physiologic consequences of ischemic bowel with perforation and subsequent surgical management. Bowel ischemia/perforation is most consistent with the patient's critical illness and thrombotic complications occurring in the setting of ECMO therapy and documented right-sided thrombus formation. The event occurred outside the vascular territory directly supported by the left-sided impella 5.5 device. Bradycardia episodes are most consistent with severe underlying illness and progressive organ dysfunction/failure during a complicated critical care course rather than impella device performance. The impella 5.5 functioned as intended throughout support with successful continuation of therapy, optimization of position when indicated, and successful explant after prolonged support.